Event description:
The patient had a good outcome directly after tfusion surgery in (B) (6) 2009. By (B) (6) of 2010, the patient was complaining of pain in the surgical area and the surgeon thought there was a possible screw fracture on the right side of c7. Revision surgery was performed on (B) (6) 2010, and the sc acufix self tap 4mm wide root internal thread 14 screw was found to be broken and was removed. Fusion had not taken place at c6-c7. The surgeon left the spikeless slimline plate intact and added a nexlink construct at c5-c6-c7.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending upon completed investigation of the product.